Event description:
It was reported that the user received an occlusion alert on the insulin delivery system and subsequently a dexcom g7 ¿sensor error¿ instructing the user not to remove the sensor and to recheck later; after resolving the occlusion, the user manually entered blood glucose into the ilet to continue insulin therapy, and signal loss with the cgm was noted. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on daily activities, no medical or surgical intervention, and no hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed a brief sensor issue and signal loss without identification of a responsible device. It was concluded that the event was consistent with a transient cgm sensing/communication issue, with insulin delivery resumed via manual blood glucose entry into the ilet.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.